Manufacturer narrative:
Friendly neck anatomy does not prevent neck-related adverse events after evar paajanen, paavo et al. Annals of vascular surgery, volume 104, 71 - 80 doi: 10.1016/j.avsg.2023.06.031 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the role of neck anatomy in predicting adverse events after endovascular aneurysm repair (evar). The time frame of this study was over 5 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: endurant, endurant ii <(>&<)> iis among patient adverse events included: type ia, ib <(>&<)> iii endoleaks, neck dilation, myocardial infarction, stroke, rupture, acute kidney injury (rifle), new onset dialysis, respiratory failure , bowel ischemia, bleeding requiring surgery, limb ischemia, surgical wound infection, pneumonia or pseudoaneurysm, aneurysm sac growth and conversion to open, reintervention. Deaths occurred in the study population. There was no information to suggest any of the deaths were associated with medtronic devices. No further information was provided pertaining to medtronic products.